Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that 6 months post procedure of stent-assisted coil embolization of left internal carotid artery¿ophthalmic segment, the coil migrated based on follow-up images. There was no resulting adverse event to the patient.